Event description:
Customer reported being treated by the paramedics. Customer was programming the pump to take a bolus. Customer was later found by their family with blood glucose of twenty-seven. The pump settings were checked and all was intact.